Manufacturer narrative:
(B)(4). Concomitant medical products- biolox delta cer lnr 36mm g, item 110003628, lot 3396322, therapy date - device remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01104.

Event description:
Patient developed deep infection before 6 weeks post op.

Event description:
Patient developed deep infection before 6 weeks post op.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.